Manufacturer narrative:
(B)(4): baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
It was reported the "patient was getting shocks, 911 called, brought to ER" and was pronounced dead in the ER. Review of the carelink transmission noted no atrial activity on the recorded egms. The cause of death has been requested and not received. Follow up with physician reported the patient was pacemaker dependent, had regular carelink transmissions, and an office visit in (B)(6) 2010 with device interrogation showed device functioning fine. The physician reported he was satisfied that all therapies were delivered appropriately and the device was functioning fine. "Patient has a vf arrest and died."

Event description:
On september 14, 2010, a doctor reported that a patient lost a sybronpro tl implant due to peri-implantitis.

Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of a constant alarm. The root cause was determined to be separation of the motor from the gearbox. The motor was replaced to repair the reported condition. Trend review determined that similar reports have been received by baxter. Service history review determined that the device has been previously sent into service for the reported condition of "constant alarm" during previous service on 06-26-2006, the infusor reed sw printed circuit board was replaced. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation; however, the evaluation has not yet been completed. A follow up report will be submitted upon completion of the evaluation or should additional information become available.

Event description:
The facility representative reported a infusor pump with a condition of "constant alarm". It is unknown when or at what point in the process this condition occurred. The service technician reported that the reported condition interrupted delivery during device evaluation. No patient injury or medical intervention was reported. No additional information is available.